Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The unit is still with the service rep and the on/off button is being swapped out. No power up alarm.